Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube at 17.2cm distal to the strain relief. The hypotube was severely kinked at 20cm distal to the strain relief. An examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. The midshaft extrusion was bunched/kinked 0.5 cm proximal to the port. An examination of the distal extrusion found that the inner and outer extrusions were bunched at 2.7cm distal to the port to 3.3cm distal to the port. As a result a guidewire could not pass through the lumen. No issues existed with the profile of the crimped stent and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Additional information received indicated the catheter "axis" was twisted and broke due to excessive force during advancing to the highly calcified and highly tortuous artery. The entire device was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: manufacturer name corrected from boston scientific - maple grove to boston scientific (B)(4). Device lot number corrected from 13558950 to 13402929. Device expiration date corrected from 24jun2013 to 19apr2013. Device manufactured date corrected from 01jul2010 to 22apr2010. (B)(4).

Event description:
Additional information received indicated the catheter "axis" was twisted and broke due to excessive force during advancing to the highly calcified and highly tortuous artery. The entire device was removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the catheter "axis" was twisted and broke due to excessive force during advancing to the highly calcified and highly tortuous artery. The entire device was removed.

Event description:
It was reported that during a percutaneous coronary intervention the balloon catheter broke during introduction. The 80% stenosed, de novo lesion was 3.0x20mm and located in the mildly tortuous, moderately calcified left anterior descending artery. Access was obtained via the femoral artery. Predilation was performed with a 3.0x15mm balloon reducing the stenosis to 30%. During introduction, the "catheter balloon releaser was broken" on the 3.0x24mm liberte stent. The device was removed and the procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.